Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open white pulse wire in the cable connecting the distribution node (dn) to ECG "b." There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open wire. The patient received a replacement electrode belt.